Event description:
It was reported that noise was observed on the right atrial (ra) lead. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received the noise that was previously reported resulted in oversensing and inappropriate mode switching. An x-ray and lead provocation testing were performed, and no anomalies were observed.